Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation has confirmed the customer reported issue of "leak". Device evaluation , service repair found (leakage). Service repair noted watertightness found not maintained due to holes in the curved rubber due to external factors. The watertightness of the vent under the grip not maintained due to external factors. Additionally, inspection found the coating of the insertion tube part has come off (1mm2 or more) (deterioration). Furthermore, the following findings during inspection were noted below: the bending angle found to be insufficient due to the elongation of the angle wire. Lighting lens adhesion part adhesive peeling observed. The flexible tube of the insertion section is crushed due to external factors. The curved rubber adhesive part is missing. The eyepiece is damaged due to external factors. Noticed blur in the image. Mark peeling of the operation part observed. There is peeling of the indicator on the base of the light guide mounting part. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "leak" found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the coating of the insertion tube part has come off (1mm2 or more) . This report is being submitted for peeling of the coating of the insertion tube (deterioration) found on device evaluation.